Event description:
It was reported that the right atrial lead became dislodged during a surgical procedure about two week prior. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the distal segment of the lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on all conductors. The outer insulation was kinked/buckled, melted, had a breached cut, and there was a white substance on it. There was blood in/on the helix mechanism and tissue on the helix. The lead was stretched and there was apparent explant damage.